Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a multifire scorpion needle, ar-13995n, was being used during an arthroscopic rotator cuff repair. When the surgeon tried to pass suture through the rotator cuff, the tip of the needle broke off into the patients body. The tip was not able to be retrieved. It was reported that patients rotator cuff was thick and hard. The device was discarded at the facility.